Event description:
Reported indicated that a patient was explanted due to normal end of service. The device was returned to manufacture for product analysis. The end of service was verified, however product analysis found that component q9 did not meet post burn-in electrical testing. The out-of-specification pulsing current measurement represented a condition that would likely have minimal impact on the battery longevity.

Manufacturer narrative:
Device component found out-of-specification, but did not cause or contribute to a serous injury or death.